Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 33.3 mmol/l. Customer¿s blood glucose level was 5.6 mmol/l at the time of incident. Customer stated that there was no leak. Customer was treated with insulin pump. There was a large air bubbles and 2 champagne size in the tubing. Customer did not allege insulin pump for under delivering. Customer stated that the cannula was not bent. The insulin pump will not be returned for analysis.